Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to a perceived low blood glucose with blood glucose of 150 mg/dl but sensor glucose value of 62 mg/dl at the time of the incident. The customer was at 302 mg/dl after treating the perceived low. The customer used glucose tablets to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident and using sensor glucose values to treat. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.